Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#1627487-2018-08181. It was reported that the patient experienced infection at the ipg and the lead site. Reportedly, both ipg and lead sites had pus oozing from their incisions. Cultures were taken (results are not known). As a result, surgical intervention was undertaken wherein the scs system was explanted.